Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent vertebral augmentation using cement. 4.6cc of cement was implanted. Intra-op, cement extravasation occurred at l1-l2 and l2-l3 disc space. Extrusion of cement was not greater than 15mm; and was determined not to be clinically significant. Sponsor noted that the event was not related to any of the instruments or implanted devices; but was related to the procedure.

Manufacturer narrative:
The cement (that extravasated) was manufactured by dfine (and not medtronic). Device name: stability mixing system unique device identifier: (B)(4) manufacturer: dfine. If information is provided in the future, a supplemental report will be issued.

Event description:
The cement (that extravasated) was manufactured by dfine; and not medtronic.